Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the water tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water tube. In addition, we confirmed that the water nozzle clogged, the bending rubber leak, the bending rubber cut, and the u/d knob loose; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630 (air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.